Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this implantable pulse generator was explanted due to product performance issues. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was subjected to and passed all automated electrical testing which confirms proper operation of the pacing and sensing functions of the device, as well as a lead impedance test and real time egrams test. It is confirmed that the device was functioning normally, and no problem was detected. No further analysis was performed.

Event description:
It was reported that this implantable pulse generator was explanted due to product performance issues. A new device was implanted. No additional adverse patient effects were reported.